Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible.   Per the training manual, sapien 3 thv implanted within surgical bioprosthesis may have higher transvalvular gradients and lower effective orifice areas than when a thv is placed in a native annulus.  Related to pre-procedural sizing, 1) the bioprosthesis internal dimensions, not labeled valve size, defines the size of the thv that should be implanted. 2) multiple imaging modalities should be used to confirm bioprosthesis internal valve diameter. (I.e. Tee, MRI and CT).  Exact volume required to deploy the thv may vary depending on the bioprosthetic valve orifice size. Do not exceed the rated burst pressure.   Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event.   In this case, the high gradient was caused by in ability to fully expand the thv inside the mosaic valve. The central regurgitation was created during the ballooning procedure performed by the physician, most likely damaging the transcatheter leaflets in the process.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-02241. Investigation is ongoing.

Event description:
As reported, approximately 5 years, 8 months after the implantation of a 23mm sapien xt valve within a 23mm mosaic surgical valve, the patient presented with low ef and high gradients. The physician believes the valves look underexpanded. A 23mm true balloon was utilized to maximize the existing valves, which resulted in moderate ai. A 23mm sapien 3 valve was prepped with +2cc and placed inside the existing sapien xt. In related complaint (B)(4), the patient had previously (8 months post sapien xt/mosaic valve in valve) presented with increased gradient and decreased aortic valve area. The physician noted at the time that they felt that potentially this valve was not calcified but was exhibiting signs of thrombosis. It was decided that this patient would begin lovenox therapy and ultimately be transitioned to coumadin.